Manufacturer narrative:
Insulin pump received alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The insulin pump will be returned for analysis.